Event description:
It was reported that the arctic sun device had a broken touchscreen, with about 3/4 of the screen not working and black. Failed control panel, they will replace the control panel in house and requested a parts quote for a control panel. Per follow up information received via phone on (B)(6) 2024, spoke with biomed, who confirmed control panel had already been replaced onsite. Device back in service. No patient involved at the time of the malfunction.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation, and the reported event is addressed. The residual risk for this event is within the expected range; therefore, this event is not reportable. The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed control panel. Failed control panel, they will replace the control panel in house and requested a parts quote for a control panel. Per follow up information, biomed confirmed control panel had already been replaced onsite. Device back in service. No patient involved at the time of the malfunction. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a broken touchscreen, with about 3/4 of the screen not working and black. Failed control panel, they will replace the control panel in house and requested a parts quote for a control panel.